Event description:
It was reported by service report that the bed has no power. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The bed was unplugged and the battery switch was off.